Event description:
In 2003, ptca to the lad was performed. A penta 3.0x33 mm was deployed and then post-dilated at 8 atm for 20 seconds. Another stent was also deployed in the lad. Three months later, cag was performed prior to ptca. There was total occlusion found; in-stent restenosis. At the time of cag, it was also suspected that the penta 3.0x33 mm was separated in two pieces. Although there were two stents implanted in the lad, it was seen as three stents. First a 7f guide catheter was engaged and a guide wire tried to cross the lesion, but it would not. A different guide wire was tried, but it would not cross. There was little flow found distal of the stenosis. Another guide wire was tried but it would not cross. The physician then stopped procedure on the lad. Reportedly, the pt was stable.